Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient has experienced chronic infections at the implant site and has received treatment with oral antibiotics on several occasions (dates not reported). The implanted device remains.